Event description:
It was reported that during an unknown procedure, the device did not operate properly. The case was completed by using another like device. Customer cannot provide any more details about the circumstances in which the issue occurred. No patient consequence was reported.

Manufacturer narrative:
Date sent: 10/28/2008. Evaluation summary: the handpiece was returned with a loose mount and the nose cone cracked. The analysis was performed and it was found that the handpiece no longer meets the specifications for continuity. However, it was tested on a generator and found to be functional. The handpiece was disassembled; a torn acoustic isolator and moisture ingress were found. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.